Event description:
It was reported that during a prostate procedure at 148,729 joules of use and 20 minutes, "metal detached within patient." The tip was retrieved. The procedure was completed utilizing a second fiber. Patient outcome: "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the proximal side of fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap is detached and not returned; the metal cap is detached and returned; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.